Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ technology safety cover snapped off when trying to engage it, causing a dirty needle stick injury in the nurse's left finger. Ivd testing and a hepatitis booster was completed for the nurse as a result. The following information was provided by the initial reporter: "not specific on specific eclipse safety needle code. They have had an issue on one of their ward areas where someone received a needlestick injury from a potentially faulty device. I¿ve had a member of staff obtain a needlestick injury from a bd eclipse needle, they went to press the needle into the safety cover and it snapped off so their hand slipped and the needle went into her other hand... Unfortunately a student nurse put the needle into the sharps bin before we could tell her not to. The incident occurred as described below, the nurse had drawn the blood and removed the needle she went to press it down into the safety cover and the cover snapped off causing her hand to slip forward and the needle went through her glove into the finger on her left hand. We followed all the processes for a needlestick injury, contacted oh and she attended to get a hepatis booster as unfortunately the patient was being tested for hepatis (fortunately came back negative, however this did cause a great deal of anxiety for the nurse involved), and she had some bloods taken herself."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305888 and lot number 2202007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation by our investigative team. The retained samples were examined and no signs of defect were observed with the safety mechanisms. It was possible to activate each safety mechanism by following the instructions for use. Safety shield activation testing was performed on all twenty samples and all results were found to be within specification. At this time, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ technology safety cover snapped off when trying to engage it, causing a dirty needle stick injury in the nurse's left finger. Ivd testing and a hepatitis booster was completed for the nurse as a result. The following information was provided by the initial reporter: "not specific on specific eclipse safety needle code. They have had an issue on one of their ward areas where someone received a needlestick injury from a potentially faulty device. I¿ve had a member of staff obtain a needlestick injury from a bd eclipse needle, they went to press the needle into the safety cover and it snapped off so their hand slipped and the needle went into her other hand... Unfortunately a student nurse put the needle into the sharps bin before we could tell her not to. The incident occurred as described below, the nurse had drawn the blood and removed the needle she went to press it down into the safety cover and the cover snapped off causing her hand to slip forward and the needle went through her glove into the finger on her left hand. We followed all the processes for a needlestick injury, contacted oh and she attended to get a hepatis booster as unfortunately the patient was being tested for hepatis (fortunately came back negative, however this did cause a great deal of anxiety for the nurse involved), and she had some bloods taken herself."